Event description:
The device was used during an esophagectomy. Reportedly, the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.